Manufacturer narrative:
(B)(4). The device was manufactured in 2005. Evaluation summary: the device was received for evaluation. A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported condition. An event history log review was performed and did not identify anything that could cause or contribute to the reported condition. The device was tested and passed both a functional test and an electrical test. External and internal visual inspection was performed and revealed no problems. The cycler remote toolbox (crt) was used to verify the device pneumatic system. Crt revealed no leak and all pressures were correct and stable. Device passed seal, purge and wet disposable integrity test and successfully completed a short simulated therapy. The device evaluation did not identify any failures or malfunctions that could have caused or contributed to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). The patient was not hospitalized prior to death. The cause of death was reported to be cardiac failure by the caregiver and lung cancer by the nurse. The patient was diagnosed with lung cancer 2 weeks prior to death; the patient did not receive any treatment for the lung cancer. The patient was connected to the hc machine during drain 1 of 4 when they passed away. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.